Manufacturer narrative:
The root cause for this issue reported in this complaint cannot be determined due to the kappa xlt system that was not made available for our investigation. Draeger made several requests to the complainant to have the kappa xlt system cited in this complaint returned to our (B)(4) facility for analysis, but the system could not be made available for this investigation. No actions are planned by draeger at this time. Draeger will continue to monitor for similar reports of this condition.

Event description:
It was reported that during a case, the monitor screen went blank, but the power leds remained lit. It was reported that alarms were generated to alert the user to the loss of monitoring. The cables were reportedly disconnected and reconnected and the device was then power cycled but would not complete the power on sequence and emitted an audible alarm tone. The kappa xlt system was swapped out and there was no pt injury reported. (B)(4).